Event description:
It was reported via a legal notification, that a male patient, initially implanted with an optetrak system on his left knee on (B)(6) 2013, underwent revision procedure on (B)(6) 2020, approximately 7 years 2 months post the initial procedure, for reasons unknown. The surgeon found that the optetrak polyethylene had severely worn and caused osteolysis of the tibial and femoral bone, as well as loosening of the remainder of the device. The surgeon removed the failed left side optetrak implant and replaced it with another implant. No further information known.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitants: 2034742 200-03-35 - one peg patella 35mm; 2110927 02-010-03-0240 - logic cr femoral cem, left, sz 4; 2644652 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. Recall: z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
No additional information.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear.